Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: yesterday her blood glucose (bg) went up to 469 mg/dl with symptoms of voiding, vomiting, dehydration and ketones. Patient was admitted to the hospital at noon yesterday. She changed her site yesterday morning and then her bg began to elevate. Patient has not removed site or inserted a new site since. Patient is off pump, on insulin drip, customer support (cs) instructed patient to remove site, patient denies any bent cannulas or skin integrity issues. Cs reviewed pump, time/date correct, no alarms in alarm history, bolus history shows boluses completed. Ttd history for (B)(6) 2014, shows pump was suspended for 6 minutes intentionally in the morning then at 12:11pm when patient was admitted to hospital. Patient stated she thought there was an issue with pump after going to ezbg, pump calculated a bolus of 10.10 u. Patient was only able to bolus up to 9u. She bolused the 9 u but did not bolus other 1.10, stated she since it was only 1.10 she did not go back in to bolus. Cs guided patient to maximum limits in pump, which shows bolus 9 u, patient verbalized understanding. Patient does not know what type of ifs she uses-gets supplies from distributor, and cs could not review insertion technique. Her current bg is 106mg/dl, on insulin drip. Patient stated she will follow-up with her health care provider (hcp) for bolus maximum limit and bg excursion management. Cs recommended to patient that she change site/set for two unexplained bg excursions. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.